Event description:
Swelling and stiffness (left knee) [stiff knees]. Swelling and stiffness (left knee) [injection site joint swelling]. Case narrative: initial information was received from united states on 16-oct-2020 regarding an unsolicited valid serious case from a patient via call center. This case involves a 71 years old female patient who experienced swelling and stiffness (left knee) while she was using medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, vaccination(s), family history and concomitant medications were not provided. The patient took hylan g-f 20, sodium hyaluronate (synvisc) for 14 years and it really helped her. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, solution for injection, in her left knee, once a year for arthritis (dose, route, and lot - unknown). Information on batch number was requested. On (B)(6) 2018 (the next day), 1 day after receiving hylan g-f 20, sodium hyaluronate, she experienced swelling (injection site joint swelling) and stiffness (joint stiffness). These events were leading to disability because she had to walk with crutches for a week. The doctor recommended icing, elevation and to stay off her feet. It resolved during that time. The patient wanted to know that if hylan g-f 20, sodium hyaluronate was still manufactured. Action taken: unknown for swelling and stiffness (left knee). Corrective treatment: recommended icing, elevation and to stay off her feet, had to walk with crutches for swelling and stiffness (left knee). The patient outcome is reported as recovered / resolved for swelling and stiffness (left knee). A product technical complaint (ptc) was initiated on 16-oct -2020 for synvisc for unknown batch number and global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers are continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA (corrective and preventive action) was required. Investigation completion date: 21-oct-2020. Follow up information was received on 16-oct-2020 from other healthcare professional: global ptc number was added to the case. Text amended accordingly. Additional information was received on 21-oct-2020 from other healthcare professional. Investigation summary added. Text amended accordingly.

Event description:
Swelling and stiffness (left knee) [stiff knees], swelling and stiffness (left knee) [injection site joint swelling]. Case narrative: initial information was received from united states on 16-oct-2020 regarding an unsolicited valid serious case from a patient via call center. This case involves a (B)(6) years old female patient who experienced swelling and stiffness (left knee) while she was using medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, vaccination(s), family history and concomitant medications were not provided. The patient took synvisc (hylan g-f 20, sodium hyaluronate) for 14 years and it really helped her. On (B)(6) 2018, the patient started using synvisc (hylan g-f 20, sodium hyaluronate), solution for injection, in her left knee, once a year for arthritis (dose, route, and lot - unknown). Information on batch number was requested. On (B)(6) 2018 (the next day), 1 day after receiving hylan g-f 20, sodium hyaluronate, she experienced swelling (injection site joint swelling) and stiffness (joint stiffness). These events were leading to disability because she had to walk with crutches for a week. The doctor recommended icing, elevation and to stay off her feet. It resolved during that time. The patient wanted to know that if synvisc was still manufactured. Final diagnosis was swelling and stiffness (left knee). Action taken: unknown. For swelling and stiffness (left knee). Corrective treatment: recommended icing, elevation and to stay off her feet, had to walk with crutches for swelling and stiffness (left knee). The patient outcome is reported as recovered / resolved for swelling and stiffness (left knee). A product technical complaint (ptc) was initiated, and results were pending for the same.